Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented due to an infection approximately a year ago. The ipp was replaced with a tactra penile prosthesis device. At a later date, the tactra was replaced with another ipp due to the patient dissatisfaction. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented due to an infection approximately a year ago. The ipp was replaced with a tactra penile prosthesis device. At a later date, the tactra was replaced with another ipp due to the patient dissatisfaction. There were no additional patient complications reported.